Event description:
A healthcare worker complained of puncturing his finger from a syringe filled with an unspecified cidex solution while injecting the needle into a catheter lumen. The customer reported that the amount of cidex injected was less than 18c needle. The worker was treated with augmentin and voltaren.